Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4) was included in the recall.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: [hospital]. Dealer: [institution]. This is a complaint from the market. Report from the sales rep via email; approached to gallbladder artery, but the clip did not loaded. They said it was not loaded after a few uses. This unit will be returned. The investigation report has been requested by the hospital. Patient status: no impact to the patient since the procedure was done with a new ca500 intervention: replaced to a new ca500.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4) was included in the recall.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: [hospital]. Dealer: [institution]. This is a complaint from the market. Report from the sales rep via email; approached to gallbladder artery, but the clip did not loaded. They said it was not loaded after a few uses. This unit will be returned. The investigation report has been requested by the hospital. Patient status: no impact to the patient since the procedure was done with a new ca500 intervention: replaced to a new ca500.